Event description:
It was reported the insulin pump alarmed motor error during prime. Alarm was explained and cleared. The device was not exposed to high magnetic field. Customer to fill cannula and no alarm occurred. Customer was advised connections can cause the alarm. Customer changed the infusion set and reservoir. Insulin was not cloudy or expired. Tubing was filled manually. Displacement test performed device tested ok. Motor error occurred first time. Customer did not want to exchange the device. Customer's blood glucose was 157 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.